Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had major cracks that makes it hard to read screen. The customer's blood glucose value was unknown. The customer also reported diminished battery life, slower when priming and run out insulin without low alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window and cracked lcd window.